Manufacturer narrative:
The customer did not provide a lot number and part number for a thorough investigation to be conducted.

Event description:
On 05-feb-2024, nurse assist received a medwatch report from the FDA via e-mail. Description of e-mail: culture of my sphenoid sinus found a rare bacteria. I have debilitating symptoms and awaiting treatment options. Around the time of my culture I was notified of recall of 0.9% sodium chloride by nurse assist which I use for sinus rinses because I am immunocompromised and doctor wanted sterilization for sodium chloride rinse.